Event description:
The dr inadvertently implanted a non-sterile graft into the pt without first sterilizing the graft. Although this was not reported as a product problem, the pt is undergoing antibiotic therapy and observation as an attempt to preclude or control any infection. At this time, there is no pt injury or complication reported. Note: the graft was ordered as a non-sterile special product to be sterilized at the user facility prior to implantation. This is a user error/misuse incident.